Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon functional testing, the fse found host pc not recognizing hard drive and confirmed host pc was faulty. Fse replaced the host pc and installed new license. After replacement of the host pc and installation of new license, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system will not boot. There was no reported patient or user harm.